Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had an alarm ring every two hours during the autofill cycle. Eventually after several minutes it would successfully fill and continue to support the patient. There were several reasons to suspect that the catheter was the issue, but after changing the console the alarm did not reoccur. The pump has been labeled and taken to the customer's biomedical department . There was no patient harm and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no repair service information available.